Manufacturer narrative:
The hcp was unable to remove the sensor on the first removal attempt. The sensor was located in the user's right arm, and an incision was made during the initial attempt. The sensor was successfully removed during a second removal attempt on (B)(6) 2025.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident in which the physician was unable to remove the sensor on the first removal attempt. The sensor was located in the user's right arm, and an incision was made during the initial attempt. The sensor was successfully removed during a second removal attempt on (B)(6) 2025.